Event description:
A (B)(6) male admitted for inter-vertebral disc disorder. He went to the operating room for a left l5-s1 hemi-laminectomy and a medial facetectomy with removal of the facet joint cyst and decompression of the l5-s1 nerve root. He had a lumbar inter-body fusion. During the procedure, it was noted that the patient¿s bone was extremely hard. A jamshidi access needle with sheath and k-wires were being placed. Screws were placed bilaterally at l5. At s1, the left sided jamshidi needle was deployed and the guide wire was placed. The bone was so hard that the tip of the jamshidi entrance device broke off within the vertebral body. Multiple attempts were made to retrieve this, but ultimately the physician was unable to remove the external portion. Using a tap, the physician was able to sink the distal portion which could not be removed into the sacral vertebral body and into a safe position.